Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the reason for call was that the day of the call, the patient had an episode of bowel incontinence for the first time since implant, and they were back to square one. Prior to this, the therapy was helping to prevent incontinence, and the patient would only have some small leaks which they described as "scarring" in their underpants. The patient confirmed they were not literal scars. They said they had been doing some leaf trimming, and asked if that could have any effect on the system. The patient also said they had been going to physical therapy for issues with their gate, and had been practicing walking heel to toe, and wanted to know if this was ok. Activity precautions following implant were discussed with the patient, and it was reviewed how to increase amplitude until they felt stimulation comfortably in the groin. They would maintain the stimulation level and continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient mentioned unrelated medical history, which included that they had a manufacturer insulin pump, and also had stiff person syndrome, which affected their ability to walk and run. They also mentioned the medical adhesive was coming off from their incision site. They were redirected to discuss medical questions with their managing physician. The patient also asked about success rate. Therapy expectations were reviewed, and the patient was provided with the manufacturer website information, per their request. The following day, the patient called back and repeated the same information regarding the therapy issue; there was still some stool residue in their underpants. They said that since adjustments, it was just droplets. Communicator general use and therapy expectations were reviewed, and it sounded like the patient had experienced significant improvement overall. The patient asked about bathing, and were redirected to consult with the nurse at their managing healthcare provider's office regarding the status of the incision site and bathing. The patient was going to see their cardiologist the day of the call, and asked what should be reviewed about the implant. They were to notify their cardiologist they now had this implant, and it was explained they may need to turn the implant off before some cardiac tests.  Three days later, the patient called back and reiterated the same information. They reported they increased therapy strength, and were ok for a couple of days, but now saw smearing again. Increasing therapy strength or switching to a different program was reviewed, as well as the different programs. The patient increased therapy strength on the call and confirmed they were feeling comfortable stimulation and would leave it to assess symptom relief. The patient called back the following day and repeated the same information. They asked to review use of the communicator. Communicator information was reviewed, as well as therapy expectations and general programming guidance. The patient said they were going to switch back to a different program. They were to monitor and track their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.